Event description:
The event is reported as: complaint was reported as the following: "complaint alleges that circuits with the particular lot indicated would not pass pre-vent test." No patient injury reported.

Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.